Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that reprogramming by a manufacturer representative had resulted in the stimulation change and closed loop stimulation conditions. It was clarified that the ¿certain activities¿ performed included movements. The patient¿s condition was to be evaluated over time to tell if the issue was resolved or not. Any further intervention or resolution information was to be collected when the patient¿s next follow-up took place. No further complications were reported or anticipated.

Manufacturer narrative:
G2. Foreign: belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that disturbing shocks from the stimulation occurred, and the patient experienced disruptive shocks from the implanted neurostimulator (ins) when performing certain activities. Device interrogation/device data showed that stimulation changed and later showed stimulation in closed loop. The event was considered possibly related to the device or therapy and not related to the implant procedure. The ins settings were adjusted by reprogramming and further fine-tuned with reprogramming, and device data were uploaded after the later reprogramming. The outcome was ongoing.